Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power supply assembly, the motor control board, the IV pole shaft collar bushing and shaft locking collar, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the display of the cs300 intra-aortic balloon pump (iabp) was blank and there was a loud audible noise when the iabp was turned on. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.